Event description:
I had the surgery device essure implanted in 2017. Since then I have had joint pain, allergies, metal allergies, heavy and clotting periods, groin / pelvic pain, nausea, weight gain, fatigue, and anxiety / depression. I have been diagnosed with lichen sclerosis as well.